Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the kit was opened and the catheter was cracked. There was a leak at the catheter shaft (at the junction of the bifurcate and catheter). The rest of the kit was fine. The catheter was not repaired and no cleaning agent was used on the device. Tego was not utilized and there was no luer adapter issue. They had to open another kit while in procedure. There was no patient injury.